Event description:
Foley 16 fr. Bag was leaking at the seam. Anesthesia resident said it was not the first time he saw this happen where the foley bag was leaking at the seams. Urine was pooling on the floor and caused risk of slipping and falling of staff members. No harm noted. Bag was replaced.